Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a high internal oxygen error was found. The device's oxygen blending module board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a high internal oxygen error was found. The device's oxygen blending module board needs replaced to address the issue. The repair was completed. Additionally, the blower assembly, fan foam, filter, and pm kit were replaced which were not related to the malfunction. Upon final testing the device failed a repair test step. The devices system board was then replaced to address the issue. Device passed final testing, cleaned and confirmed the unit operated properly.